Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reports they had been going to the bathroom more again since yesterday and were not feeling stimulation sensation so today patient increased amplitude from 0.8 to 1.0. Patient was concerned because after some time they checked therapy settings and amplitude was back down to 0.8. Patient does not believe it was done accidentally and does not know why it accured. Reviewed programmer and communicator use. Patient indicated they increased amplitude back up to 1.1 and will monitor symptoms over the next 3 days and check again to make sure amplitude has not changed. Recommended patient follow up with managing physician if therapy concerns are unresolved.redirected caller: patient's hcp